Event description:
It was reported that a patient had an implantable neurostimulator without a patient programmer. It was noted that the patient was on program a1 on (B)(6) 2013 during programming, and when he returned on (B)(6) 2013, the program had changed to program b1. It was reported that a loss of analgesic efficacy seemed to be related with the change of his television remote, which was a shortwave remote. It was noted that the patient also observed television dysfunction it was later reported that the cause of the issue was not determined and no interventions were taken or planned. It was noted that the patient was ok and receiving effective therapy.

Manufacturer narrative:
(B)(4).